Event description:
The patient's mother reported the patient's blood glucose (bg) level reached 22.3 mmol/l (401 mg/dl), while wearing the pod between 36 and 48 hours. The mother reported administering a bolus, which did not affect bg levels. Additionally, the mother reported seeing blood through the viewing window. When removed from the infusion site (leg), the pod's cannula was observed to be bent. As treatment, the mother administered insulin via a manual injection pen and changed the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.